Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3011050570.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat front-actuated grip type s fell and had a probe failure and short circuit was detected. The issue occurred during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the thunderbeat front-actuated grip type s fell and had a probe failure and short circuit was detected; however; it was confirmed that the device did not fall and there was no break or crack in the device. Per the legal manufacturre, this issue of probe failure and short circuit is not likely to cause or contribute to death or serious injury if the malfunction were to recur.